Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the prox cx. A dissection occurred during the procedure which was treated by implanting a second resolute onyx des, overlapping the 1st stent.

Manufacturer narrative:
The patient has a previous history of atrial fibrillation. The dissection in the proximal cx was caused by the index resolute onyx des. The investigator assessed the event as not related to the antiplatelet medication but possibly related to the device. The patient recovered. If information is provided in the future, a supplemental report will be issued.